Event description:
It was reported that: "when doctor tried to take trial insert out of base plate it cracked anteriorly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.